Event description:
It was reported that a no flow was observed with a basal/bolus infusor. The reporter stated that the pump was being used during surgery; the no flow was observed sometime after the surgery was complete. The drug(s) being administered are unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured between february 6, 2013 - february 8, 2013. The device was returned for evaluation. Visual inspection and functional testing did not identify any abnormalities that could have contributed to the reported condition. The initial evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.